Manufacturer narrative:
Pending engineering evaluation. Concomitant medical products: cemented finned tib. Tra sz 4f/4t (cn: 200-04-44, sn: (B)(4); cr tibial insert sz 4, 9mm, slope ++ (cn: 200-74-09, sn: (B)(4).

Event description:
Femur and tibia revision to stemmed components due to implant wear and loosening. The devices will not be returned for evaluation due to patient wanted to keep implants.

Manufacturer narrative:
The evaluation noted that the reason for the revision reported was likely the result of tibial insert wear and an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral and tibial components. However, this cannot be confirmed because the components were not returned for evaluation as the patient wanted to keep the implants. (D11) concomitant device(s): cemented finned tib. Tra sz 4f/4t (cn: (B)(4), sn: (B)(6). Cr tibial insert sz 4, 9mm, slope ++(cn: (B)(4), sn: (B)(6).